Event description:
The following was reported: "the dr. (B) (6), in a procedure with a patient, tried to use an edwards fogarty in 5 different times. 3 units of 4fr and 2 units of 3fr were used, but in all cases the balloon ruptured while they tried to inflate them. The doctor couldn't inflate the balloon, so when the fogarty catheters were taken from the patient, they presented blood inside (it was clear that the devices were perforated). In the end, the doctor used a 2fr fogarty catheter and all went ok. The patient was 2hours 50 minutes in the operating room while the normal is 30 minutes."